Event description:
It was reported that the patient received inappropriate atp and hv therapy due to p-wave oversensing. In one instance, the atp therapy accelerated the rhythm into ventricular tachycardia and the patient was cardioverted back to sinus rhythm. A decrease in sensing and intermittent capture were also noted. Lead dislodgement was confirmed on x-ray. After consulting with the patient the decision was made to explant the entire system.

Manufacturer narrative:
(B)(4).